Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received. Patient weight was obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer¿s family regarding a patient who was implanted with a neurostimulator. It was reported that they were concerned the patient's daily movements that the device would move and become damage in some way. The indication for use is unknown. There were no further complications that have been reported as a result of this event.